Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
During a retrospective service review, it was found that the 18l6 hd transducer generated a triple image artifacts during equipment testing and transducer selection phase. The reported phenomenon occurred prior to the start of a general ultrasound study where the unsedated patient was already on the table. Reportedly, the study was completed with the same system with no loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The transducer referenced in the report was returned to siemens and it was evaluated. The reported triple image issue was not observed; however, some noise was observed in c-mode when touching the flex connected with amb board. It was suspected that the triple image could be caused by electrical short between array fpcb & amb board. Transducer improvements to help address the issue were released into production in november 2016. Additionally, a retrospective review was performed to look for all similar reports of a triple image in jan 2017, when there were a few reported issues of triple image with the users having possibly missed lesions. This complaint was identified as having similarly reported symptoms, and therefore it was decided to file an MDR. It was not until a later investigation into our MDR filing metrics did the fact there were two root causes become apparent. This complaint is related to a failure of the internal component, active multiplexing board of the transducer and will present with a triplicate image, but the seams are very obvious to the user and would never be mistaken for one, continuous image. It also follows the transducer from one port to another or one system to another. The sw initialization malfunction is transient and therefore not always present. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).